Event description:
The dexcom g6 sensor failed after less than 24 hours. My son was at the movies with friends and all of. Sudden felt symptoms of extremely low blood sugar. He checked his dexcom app and it said sensor issue for 2 hours. About 30 minutes later the dexcom app stated the sensor had failed and to remove it. Dexcom is giving me a hard time and stating we should not have removed it. This is the 4th issue we have had with dexcom g6 sensors in 2 months. My son uses the app on his iphone and not the dexcom receiver.